Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found suction tubing snagged within the rotor preventing rotation. The tubing was removed and inspections showed no other problems. The system checkout passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the imaging system was placed around the patient and closed, it was unable to take a spin. The site was able to see that when opening the system with the hand switch, the imaging system was caught around and closed on some suction tubing that was attached to the patient. The site pulled away the imaging system and brought in a different imaging system to complete the case. No patient harm was reported, and there was a delay of about 10-15 minutes.